Event description:
It was reported that during the procedure the physician attempted to unsheath the stent , however the device did not open. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed the stent was not fully opened and was deformed at the distal/proximal end. Functional testing revealed the proximal end was kinked. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed, blood noted within the delivery catheter, which is an indication of insufficient flush, which may have contributed to the reported event, however this cannot be definitively determine. It is probable that the severe tortuousity of the patients anatomy caused the reported event, therefore a cause of procedural factors will be assigned to the investigation.

Event description:
It was reported that during the procedure the physician attempted to unsheath the stent , however the device did not open. There were no clinical consequences to the patient.

Manufacturer narrative:
B1: adverse event/product problem: not applicable. H1: type of reportable event: not applicable. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported events are covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information the patients anatomy was severely tortuous. The device was returned and the flow diverter stent was deformed preventing it from opening fully, confirming the event. There was blood noted within the delivery catheter, which is an indication of insufficient flush, which may have contributed to the reported event, however this cannot be definitively determined. It is probable that the severe tortuousity of the patients anatomy caused the reported event. An assignable cause of procedural factors will be assigned to the reported and analysed events, as the issue is associated with a product that meets design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Non-reportable rationale: based on further review, the reported event description, the subject flow diverter failed to open but was recaptured by the operator and successfully removed from the patient¿s body. The physician did not take any action/ intervention due to this event. There was no reported permanent impairment of a body function or permanent damage to a body structure, no medical or surgical intervention to prevent permanent impairment of a body function or structure was performed and the event was not life threatening. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure the physician attempted to unsheath the stent , however the device did not open. There were no clinical consequences to the patient.